Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (neither battery will turn on monitor) has been confirmed. The cause of the monitor not starting up was a flash memory failure on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by medical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling during shipping. This device was built in october 2010 and retested during routine refurbishments in december 2010, april 2011, and, most recently on (B)(4) 2011. The device was fully functional during each refurbishment. The device was shipped from zoll finished goods on (B)(4) 2011. No adverse event resulted from the defective flash. The pt received a replacement monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that neither of the pt's batteries would power up his monitor. The pt was issued a replacement monitor.